Event description:
The hospital reported that during an endoscopic vein harvesting procedure, at the beginning of the vein harvesting, the hemopro device was stuck in the "on" position. The hemopro cord was disconnected from kit; the device was removed from tunnel in pt's leg and from the field. Visualization of the tissues inside of the tunnel was cleared. A replacement device was used to complete the procedure with the same cord. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage; there was no evidence of blood on the device. A visual inspection did not identify any non-conformities that may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable; the device did not pass the pre-cautery test as it remained activated. Cycle life testing was performed on the device; the device failed cycle life testing as it self-activated prior to the first cycle. The device handle was opened to verify connections; under magnification, soldering flux was observed on the switch body, lever, and actuator of the micro switch. The soldering flux caused the micro switch to remain in the "on" position. No nonconformities were observed with the solder joints. Based upon the evaluation results, the complaint was confirmed. This failure mode remains under investigation. The following two immediate remedial actions were taken as an interim step, while the root cause of the issue is being investigated. The work instructions associated with the soldering and handle assembly processes were updated to add enhanced visual inspection. Additionally, all hemopro devices which were in process were inspected per the enhanced visual inspection. A lot history record review could not be performed as the product lot number is unknown. (B)(4).